Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 15x3.5mm quantum maverick balloon shaft broke into two pieces between the distal end and the hypotube shaft. The device never entered the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient's current condition is listed as "good".